Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer's blood glucose was 191 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.